Manufacturer narrative:
The v.a.c.® granufoam¿ dressing lot number was not provided, and the dressing was not returned; therefore, a device evaluation and device history record review could not be performed. Based on the information provided, it cannot be determined that the alleged tunneling depth increase is related to the v.a.c.® granufoam¿ dressing. It is unknown if and what medical or surgical intervention was performed. The home health agency nurse indicated the increase was due to the nurse practitioner incorrectly using v.a.c.® granufoam¿ dressing in the tunnel instead of v.a.c.® whitefoam¿ dressing; therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: warning never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2022, the following information was reported to kci by the home health agency nurse: the patient's right groin wound tunnel allegedly increased in size from 2.6 cm to 3.6 cm. The home health agency nurse recommended the use of v.a.c.® whitefoam¿ dressing to the nurse practitioner; however, the nurse practitioner refused due to excessive moisture allegedly caused by the use of v.a.c.® whitefoam¿ dressing. The wound was recently debrided of slough. On (B)(6) 2022, the following information was reported to kci by the home health agency nurse: the tunneling is pre-existing and recent debridement is typically done on a weekly basis. She states the nurse practitioner refuses to use v.a.c.® whitefoam¿ dressing and continues to use v.a.c.® granufoam¿ dressing by inserting it into the tunnel with a cotton swab. She alleged the wound has become significantly deeper. On (B)(6) 2022, the following information was reported to kci by the home health agency nurse: the patient removed the unit on (B)(6) 2022. The nurse visited the patient the following day and placed the activ.a.c.¿ ion progress¿ remote therapy monitoring system on a temporary hold in order to prevent any more depth increase and placed the patient on wet to dry dressings until his appointment on (B)(6) 2022. The initial surgical incision healed well and what was initially an indention (0.5 cm) turned into a tunnel when v.a.c.® granufoam¿ dressing was continuously used to fill the tunnel. The tunnel now measures 4.1 cm as of (B)(6) 2022. No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device evaluation and device history record review could not be performed.